Manufacturer narrative:
H6:investigation summary t was reported the expiration date is slightly cut off. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows packaging blisters where the expiration date is and the bottom part of the expiration date is slightly missing. This is considered an acceptable imperfection. No other defects or imperfections were observed.a device history record review was completed for provided material number (B)(4), lot 2172517. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed but considered an acceptable imperfection. H3 other text : see h10.

Event description:
It was reported while using bd nokor¿ filter and admix needles the label was not perfectly legible. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: complaint for the 19g 1½ filter needle (bd# 305200) lot # 2172517. The expiration date is slightly cut off. Iveric can provide samples.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nokor¿ filter and admix needles the label was not perfectly legible. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: complaint for the 19g 1½ filter needle (bd# 305200) lot # 2172517. The expiration date is slightly cut off. Iveric can provide samples.